Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. Programming changes were made to resolve the issue. The patient was stable and asymptomatic.